Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a new pump was implanted but the date of the implant was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine (370 mcg/ml at 140.6 mcg/day) , baclofen (3000 mcg/ml at 1140 mcg/day) and dilaudid (12 mg/ml at 4.56 mg/day) via an implantable infusion pump. It was reported that the patient had withdrawal symptoms and when the pump was interrogated a motor stall had occurred at approximately 8pm on (B)(6) 2019. It was reported that the patient refused to have the pump put into minimum rate mode and was admitted to the hospital and being managed by intravenous medication. It was noted that on (B)(6) 2019 a motor stall recovery occurred so a device manufacturer representative was requested to check the status of the pump. Per the caller since they could not rule out an environmental cause they were thinking about having the pump replaced. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump had malfunctioned back in (B)(6) and the issue was resolved. It was reported the patient¿s pump was stalled on (B)(6) 2019 and they likely replaced the pump on (B)(6)2019 based off the logs but could not confirm the exact implant date since the rep was not there. No further complications were reported/anticipated or expected